Event description:
It was reported that pt was taken to CT while on icp monitor. Apparently there was a "shock" to the pt while being transferred and the sensor then went to -99 (and was not functional). Device explanted and a new one was placed to continue monitoring.